Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a motor position encoder error alarm on the insulin pump. The customer's blood glucose level was 170 mg/dl. Troubleshooting was performed. The customer was unsure whether or not the drive support cap was damaged. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The insulin pump was received with normal operating currents. Also, passed self-test, rewind test, basic occlusion test, prime test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. Analysis was unable to confirmed motor position encoder error alarm due to history file overwritten with history error alarms. The insulin pump had history error alarms due to a corrupted history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.